Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 10 years and 8 months due to aortic regurgitation with calcification. The device was replaced with a new edwards bioprosthetic valve. Unfortunately, no other details were provided.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the regurgitation was likely caused by the calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information

Manufacturer narrative:
Copies of the patient's medical records were received which concur with the original report of calcification. Per the op report, echocardiography showed severe prosthetic aortic valve insufficiency, significant degeneration, and calcification of the bioprosthetic valve. Cardiac catheterization confirmed these findings. He has no significant coronary artery disease. Intraoperative findings confirmed the extensive calcification. The patient tolerated the procedure well and was discharged home on pod #5. There is no change in the original conclusion of this case.